Event description:
The patient called lifescan on 12/5/04 and alleged that her meter was not powering on. The patient stated, the last time she tested was two days earlier, at 9:00 p.m. On the day of the event, the patient reported feeling dizzy and had a headache, which are low blood sugar symptoms. The patient stated, that she tested on another meter and obtained a result of 349 mg/dl. She was treated with insulin. It is not known, if she had symptoms at this time. The patient stated that, the battery was correctly installed and less than 1 year old and the battery contacts were in good condition. Based on the information provided, there is evidence of a meter malfunction, however, there is no indication that the meter contributed to a serious injury. Medical affairs attempted unsuccessfully, to reach the patient three days later. A letter is being sent on 12/8/04 as a second attempt. A replacement meter is being sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.